Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) was confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was contamination in the monitor's electrode belt connector. The root cause for the contaminated connector was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor ws unable to complete incoming functional testing.